Event description:
Per provider broken leg rest pads.

Event description:
Per provider, broken leg rest pads.

Manufacturer narrative:
Invacare awareness date (B)(6) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.

Manufacturer narrative:
(B)(4). Leg rests, part number 8881091764, manufactured by ivc invamex. Correction of device and known manufacturer.